Event description:
The suspect tablet was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR incorrectly indicated that the reported allegation on the suspect device was verified.

Event description:
An analysis was performed on the returned tablet and the reported allegation was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motion tablet for a medical professional was not turning on. It was reported that the wand battery test was fine. Troubleshooting was performed without solving the issue. By switching the tablet on, it was locked on a blank screen with a small arrow-cursor in the centre, and the tablet was unresponsive. It was reported that the tablet had been previously left on charge. Return to the manufacturer of the suspected tablet is expected but it has not been received to date. Review of manufacturing records confirmed all tests passed for the device prior to distribution. No nonconformances were observed.